Manufacturer narrative:
H.6 investigation summary : a batch history analysis was performed, quality notifications and maintenance records were verified where no records related to failure were found. The pictures and retain samples were analyzed and it was possible observe the presence of foreign matter at cannula. According the evaluation performed by the multidisciplinary team quality, process and production the follow points were identified as potential causes for the occurrence: polymerized lube, system cleaning failure ¿machine stopped ¿ incorrect gauge selection - polypropylene on cannula ¿ system cleaning failure ¿ use of air guns - pad parts on cannula ¿ worn lube application pad ¿ dirt pad - black spot on cannula ¿ system cleaning failure ¿ use of air guns ¿ dirt pad - resin on cannula ¿ o¿ring ring adjustment failed ¿ incorrect nozzle pressure the follow actions were planned to mitigate the potential causes: - polymerized lubricant; ¿ increase in the cleaning frequency and establish a procedure for cleaning the lubrication station; ¿ empty the lubricant tank at long stops; ¿ check if the selection of gauges during the catalog change is being correctly performed; ¿ replace air silencer; ¿ replacement of air filters; ¿ replacement of the air dryer filter; ¿ changing the dew point indicator. - polypropylene in the cannula; ¿ increase in the cleaning frequency of the guard station; ¿ remove air guns from the machine; ¿ install protection move on the station; ¿ installation of two points with air ionizing bars to detach particulate; ¿ replacement of protective blowing hoses; ¿ installation of vacuum in the protector supply; ¿ made protections for transfer stations; ¿ vacuum pump install, to individualize cleaning devices, that is, higher flow and pressure than the current one. - residue of pad in the cannula; ¿ establish pad exchange frequency; ¿ include an operational assessment of the quality of pad's; ¿ revised pad¿s compression rate; ¿ aligned the pad's manifolds; ¿ replacement of old racks with new ones. - black spot on the cannula; ¿ establish daily and weekly cleaning frequency; ¿ remove air guns from the machine; ¿ establish pad exchange frequency; ¿ insert pad quality analysis in operation routine. - renin residue in the cannula; ¿ install poke yoke to adjust the o'ring; ¿ study and establish adjustment parameters; ¿ train all shifts; the incident identified from this complaint will be monitored for trend evaluation. H3 other text : see h.10

Event description:
It was reported that an unspecified number of needle precisionglide 22x1-1/4in experienced foreign matter within the device cannula/needle which was noted prior to use. The following information was provided by the initial reporter: distributor informed that they make use of 30x7 needle to apply the medicine diprospan, and that he noticed in some needles of the box that it came with a white "dirt" on the needle. Customer has not been able to inform since when it has been occurring. I am frequently finding white dirt on bd needles. This fact has been quite common.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of needle precisionglide 22x1-1/4in experienced foreign matter within the device cannula/needle which was noted prior to use. The following information was provided by the initial reporter: distributor informed that they make use of 30x7 needle to apply the medicine diprospan, and that he noticed in some needles of the box that it came with a white "dirt" on the needle. Customer has not been able to inform since when it has been occurring. I am frequently finding white dirt on bd needles. This fact has been quite common.